Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that the passive planar blunt probe was bent, and the site have been having issue verifying the instrument. There was no patient present when the issue occurred.